Event description:
During a laparoscopic gyn procedure, the suction button stuck in the open position causing a vein or artery to be caught in probe tip, causing bleeding. The surgeon could not stop the bleeding and had to open the pt up. Pt is reported to be fine.